Event description:
Boston scientific received information that previous changes in shock impedances from 40 ohms at implant and increasing to 75-80 ohms on this defibrillation lead. Recently an out-of-range shock impedance was detected through latitude with this current cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device remains in-service, the defibrillation lead was surgically abandoned.

Manufacturer narrative:
Technical services initially discussed the issue and troubleshooting. Information suggests these products remain in-service. Resolution was requested from the field. No further information has been provided to date. Should additional information become available this event will be updated.

Manufacturer narrative:
Noise was later reported on the atrial lead. The field representative discussed this issue with the patient and physician has elected to bring the patient into clinic to discuss a possible revision.

Event description:
Additional information became available that this device was explanted and replaced.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.